Event description:
The customer reported that the unit failed short self test and extended self test during routine inspection. Respironics svc technician inspected the unit and found that the check valves cv2, cv3, and cv4 were defective. The check valves were found separated from the hinge. The check valves were replaced with new design check valves.